Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A scrub technician reported unexpected outcomes for multiple patients following cataract surgery with intraoperative wavefront aberrometry. The site reports if they had used the original preoperative plan they would have been closer to the target outcome. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report was previously filed for the fellow eye.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received, the patient is reported to have an expected outcome after further postoperative measurements.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. An internal investigation has been opened to address the reported issue. (B)(4).